Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume folfusors would not infuse. The expected therapy time was 24 hours. The devices were filled with 8g flucloxacillin with a citrate buffer diluted in 230ml of 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: the two (2) actual devices were received for evaluation containing fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. After the luer caps were removed, evidence of continuous flow of fluid was observed flowing out of the distal luer for both devices. A functional flow rate test was performed on the samples, and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.